Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed infusion set and resumed insulin therapy. Customer's blood glucose was 180-251 mg/dl.